Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head ring moves and does not tighten. The image moves and goes out of range in the monitor. Appearance defects. Abnormal appearance, as well as an unclear identification label were also reported on the camera head. The issue occurred prior to bronchoscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d8, d9, g3, h2, h3, h4, h6 and h10 for updates. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A device history review - DHR was conducted, and no issues were identified. Based on the results of the investigation, no nonconformities were found related to this complaint. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head ring moves and does not tighten. The image moves and goes out of range in the monitor. Appearance defects. Abnormal appearance, as well as an unclear identification label were also reported on the camera head. The issue occurred prior to bronchoscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.